Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of anastomotic rings of a 3.5mm coupler fell out of its bracket. This occurred while passing the device to the surgeon in the operating room. The surgeon sutured the vessel instead of requesting another coupler device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which shows a 3.5mm coupler jaw assembly with one ring intact in the left jaw. Due to the nature of the sample, no further investigation into the issue could be performed. Based on the photograph, the reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.